Manufacturer narrative:
H11: internal complaint reference case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during the setup and inspection for a tka surgery, it was noticed that the inner packaging of one gns ii cmt tib size 3 left was compromised, and the surgeon did not trust its sterility. The procedure was performed without any surgical delay using a s+n backup device. Since the incident occurred before the procedure, the patient was not yet involved.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. (B)(4) was created in error, as it was identified as a duplicate of (B)(4). Accordingly, (B)(4) will be closed, and the associated investigation will be discarded. The proper investigation of this event, along with its findings, will be conducted under (B)(4), report number: 1020279-2025-01217.